Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this rv lead was explanted due to loss of capture and impedance increase. Should additional information be received, this file will be updated.

Event description:
It was reported that this rv lead was explanted due to loss of capture and impedance increase. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The ICD and a distal fragment of the lead were returned for analysis. Iforia 3 hf-t df-1: upon receipt, the ICD was interrogated, revealing the battery status eri. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the left and right ventricular channel, leading to one charging cycle. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, there was no indication of a device malfunction. Protego df-1 promri s 65: upon receipt, the lead under complaint was found cut 54.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The rv shock coil and ring electrode were found covered in fibrotic growth, the calcification can be assumed to be the root cause of the reported increased impedance. Additionally, the rv shock coil was found deformed, the deformation probably occurred during the extraction procedure due to tensile stress. Further analysis of the returned fragment did not show any deviations that might have led to the reported loss of capture. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.